Manufacturer narrative:
(B)(4). Neither device nor applicable imaging studies returned to manufacturer for evaluation.

Event description:
It was reported that on (B)(6) 2006, patient underwent procedure: laparoscopic appendectomy for pre-op diagnosis of acute appendicitis. On (B)(6) 2008, patient underwent MRI of lumbar spine . Impression: minimal grade 1 retrolisthesis of l1 on l2, l2 on l3, and l3 on l4 presumably related to degenerative disc disease. Multilevel disc bulges throughout the visualized lower thoracic and lumbar spine. These result in borderline areas of central spinal ennui stenosis, best seen at l3-4 where the ap diameter of the central spinal canal is still 10mm. There is a small right paracentral disc protrusion superimposed on the concentric disc bulge at l3-4, which causes mild right lateral recess stenosis but does not contact or impinge on the traversing right l4 nerve root. Multiple levels of neural foraminal narrowing, most severe on the left l4 where there is encroachment on the possible contact of the exiting left l4 nerve root. Correlation with pain in the left l4 nerve root distribution is recommended. On (B)(6) 2008, patient underwent myelogram/CT scan of lumbar spine. Impression: multilevel discogenic disease, most pronounced at the l4-5 and l5-s1 levels. No evidence for dynamic stenosis or translation with flexion or extension. Slight listhesis at l1-2 appears fixed. Mild canal narrowing at t12-l1, l1-2 and l3-4. And minimally at l2-3 and l4-5. Multilevel neural foraminal narrowing. On (B)(6) 2008, patient underwent following procedure: lumbar laminectomy, partial vascular foraminotomy, l3 (inferior), l4-5 (superixxx or) for pre-op diagnosis of spinal stenosis, l3 through l5. No complications were reported during the procedure. On (B)(6) 2008, patient underwent MRI of lumbar spine wo contrast. Impression: interval laminectomies at l3-4 and l4-5. Minimal canal narrowing at t10-11, t11-12, t12-l1. L1-2. Minimal bilateral neural foraminal narrowing at l4-5 and on the right at l5-s1. On (B)(6) 2009, patient underwent lumbar discography. On (B)(6) 2009, patient presented for follow-up. Patient was diagnosed with degenerative disc disease and foraminal stenosis at l3-4 and l4-5 levels. On (B)(6) 2009, patient underwent x-ray of chest. Impression : normal x-ray. On (B)(6) 2009, patient was admitted in hospital with chief complaint of low back pain radiating into lower extremity. X-rays showed post-op changes and recurrent disc disease l3-l5. MRI showed significant disc degenerative disease with l3-4 and l4-5 foraminal stenosis. Patient underwent x-ray of lumbar spine. Impression: two views lumbar spine, first showing anterior lumbar interbody fusion with a fusion cage and buttress screw washer. Second showing status post placement posterior pedicle screw instrumentation all instrumentation good position. On (B)(6) 2009, patient underwent following procedure: posterior lumbar laminectomy, partial facetectomy, forarninororny, l3, l4, l5, posterolateral fusion l3-l4, l4-l5,segmental pedicle screw instrumentation l3, l4, l5. Right posterior iliac crest bone graft; for a pre-op diagnosis of degenerative disc spinal stenosis l3-l4. L4-l5. Status post anterior lumbar interbody fusion. Per op notes: the nerve roots identified and traced out to the foramen and lateral recess and foraminotomy was performed at l3, l4, l5. Using multi-axial pedicle screw instrumentation systems, pedicle screws were placed at l3, l4 and l5 bilaterally. This was done under direct visualization through the laminectomy site as well as under fluoroscopic image. No complications were reported during the procedure. On (B)(6) 2009, patient underwent following procedure: anterior lumbar interbody fusion l3-4, l4-5, anterior lumbar interbody fusion cage l3-4, l4-5, anterior instrumentation l3-4 using rhbmp-2; for a pre-op diagnosis of degenerative disc disease, stenosis l3-4, l4-5. Per-op notes: after general endotracheal intubation was performed, abdomen was prepped and draped in sterile fashion in a retroperitoneal approach. Intraoperative lateral x-ray confirmed position of l4-5 disc space and then gross discectomy was performed. The posterior annulus and the end plates were resected using curette of the cartilaginous end plates to bleeding healthy bone and then using peek cage system, the appropriate-sized fusion cage was sized and packed into place noted to have excellent purchase. Prior to this, rhbmp-2/acs constituted according to directions and half of the large sponge was placed in the fusion cage again noted that we had excellent purchase and good position both ap and lateral fluoroscopic image. An awl was then utilized as starting hole into the l4 vertebral body and a buttress screw and washer was then placed in the body of l4. Our attention was turned to the l3-l4 level and again gross discectomy performed. Posterior annulus end plates were resected using curette and bleeding healthy bone using peek cage system. The appropriate-sized fusion cage was sized, filled with rhbmp-2/acs, impacted into place, had excellent purchase. Awl was utilized as starting point and then a buttress screw and washer was placed in the body of l3. No complications were reported during the procedure. On (B)(6) 2009, patient underwent following procedure: left retroperitoneal exploration and exposure of anterior disc spaces l3-4, l4-5 for pre-op diagnosis of degenerative disc disease l3-4, l4-5. No complications were reported during the procedure. On (B)(6) 2009, patient presented for follow-up two weeks status post 360 fusion. Patient reported bilateral lower extremity swelling around foot and ankle and left lower extremity radicular pain. X-rays showed good position of hardware and bone graft. On (B)(6) 2009, patient presented in ed due to aggravated chronic low back pain, bilateral lower extremity pain. X-ray of lumbar spine showed no fracture. On (B)(6) 2009, patient presented for follow-up. Patient fall down and had severe axial back pain radiating into bilateral thighs. X-rays showed alteration of alignment and fixation appeared well placed. Impression: status post fusion and multi level laminectomies spanning l3 through l5. Hardware appears intact. No acute ossification abnormality. Multilevel discogenic disease. On (B)(6) 2009, patient underwent CT scan of lumbar spine without contrast. Impression: post operative laminectomies with posterior interbody fusion at l3-4 and l4-5. Hardware appears intact. Mild to moderate neural foraminal narrowing at l3-4 and l4-5 levels. Severe spondylosis at l5-s1 with moderate right greater than left neural foraminal narrowing. On (B)(6) 2009, patient presented for follow-up with CT scan which showed adequate placement of hardware. There was marked increase in swelling in bilateral lower extremities. On (B)(6) 2009, patient presented for follow-up of lumbar spine. X-rays showed good position of hardware and bone graft. On (B)(6) 2009, patient presented for follow-up. Patient reported significant left lower extremity radicular pain which waxes and wanes with his activities. X-rays were taken which were unchanged. On (B)(6) 2009, patient presented for follow-up. C-rays showed early good fusion. On (B)(6) 2010, patient presented for follow-up. Patient reported painful scarring in abdomen wound. X-rays showed good consolidation of fusion. On (B)(6) 2010, patient presented for follow-up. Patient reported left lower extremity radicular like symptomatology. X-rays showed well healed fusion. On (B)(6) 2010, (B)(6) 2011, (B)(6) 2012, patient presented for follow-up for medication usage evaluation. On (B)(6) 2013, patient underwent x-ray of right knee. Impression: patellar fracture with large knee joint effusion and overlying soft tissue swelling. On (B)(6) 2013, patient presented for evaluation of right knee. Patient fell on ice on (B)(6) 2013 and was taken to ed where x-rays showed non-displaced patella fracture. Right knee x-ray showed no change in fracture position. On (B)(6) 2013, patient presented for follow-up of right knee patella fracture and lumbar spine. X-rays showed no interim changes from previous x-ray. Continued healing was noted. On (B)(6) 2013, patient presented for follow-up post patella fracture. On (B)(6) 2013, (B)(6) 2014, patient presented for follow-up for narcotic medication check. Impression: lumbar spinal stenosis.